Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added to the following fields: h6 and h10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 2 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. However, it is like that the event reported as "screen fell from control budy " was caused by a screw (psk2x2.5) removed in the previous repair process fell to right/left chain unit in the control unit, causing the suggested event. The event can be detected/prevented by following the instructions for use which state: chapter 5 troubleshooting. If any irregularity is observed during the inspection described in chapter 3, ¿preparation and inspection¿, do not use the endoscope and solve the problem as described in section 5.2, ¿troubleshooting guide¿. If the problem still cannot be resolved, send the endoscope to olympus for repair as described in section 5.4, ¿returning the endoscope for repair¿. Also, should any irregularity be observed while using the endoscope, stop using it immediately and withdraw the endoscope from the patient as described in section 5.3, ¿withdrawal of the endoscope with an irregularity¿. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation confirmed the customer¿s specified fault of loose large wheel. During the repair process, the control body was dismantled and an additional screw fell from the angulation block. The screw was identified as a psk2x2.5 and it was noted that the additional screw was introduced during the previous repair. The presence of the additional screw indicated that there was a failure in the repair process. An intermediate repair was required to return the instrument to the OEM (original equipment manufacturers) specification. In addition to the reportable malfunction documented in b5, the remaining evaluation findings were as follows: distal end adhesive discolored; up/down/left/right angle was not to specification; left/right and up/down angle play evident; light cover glasses chipped; light cover glasses adhesive worn; and switch condition noted as worn. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the colonovideoscope had loose large wheel. The issue was found during reprocessing. The device was returned for evaluation. During testing and inspection of the device, the following reportable malfunction was found: during the repair process when the angulation block was removed from the control body an additional screw fell out. There were no reports of patient harm or impact associated with this event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.